Manufacturer narrative:
Update to problem evaluation code. The display unit was replaced.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. It was determined that the reported complaint was due to the carrier board. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system failure during a case. There was no reported patient injury.